Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen (500 mcg/ml at 24.08 mcg/day) and dilaudid (hydromorphone) (10 mg/ml at .482 mg/ 24 hours) and via an implantable pump. It was reported that the patient was not receiving the pain and spasticity control that they were previously receiving and their residual medication numbers were more than anticipated at pump fills. The pump site was also occasionally uncomfortable when sitting. The patient's entire system was replaced; the physician successfully aspirated off the catheter access port. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n188532022); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2025 brand name ; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The pump was analyzed and no anomalies were found. The returned 8709sc was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an area of compression on the catheter body. Analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. The returned 8596sc was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection; the catheter was patent and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.